Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported there were no immediate clinical consequences. Piece not found to date, despite several intra-operative and post-operative operation. A request was made for brain scan to verify absence in surgical site. Currently we are making attempts to get additional information from the reporter.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.